Event description:
It was reported that during surgery, after 7 minutes using the flow 50 wand, an insulation was peeled and cracked. The procedure was completed without delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The customer provided images confirm that the insulation on the wand was damaged. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. Do not bend, modify, or alter the wand in any way prior to or during surgery as this may damage the device and led to failure and/or user or patient injury. Do not contact metal objects while activating the wand as damage to the tip and/or shaft insulation may occur resulting in device malfunction or patient injury. The complaint was confirmed. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a crushing or shear force induced on the wand inconsistent with normal use. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.